Event description:
During the index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the left leg. Devices were successful. Approx 24 months post index procedure the patient suffered from 100% restenosis of the target lesion. The patient was treated with a covidien powercross pta balloon and a non-mdt deb. Investigator assessed that that the event was not related to the study device, procedure or drug. The event was resolved.

Event description:
Additional information received: the cec adjudicated that the stenosis event was related to the study device and not related to the procedure or drug.

Manufacturer narrative:
Evaluation: results, conclusions - inherent risk of procedure (revascularization). (B)(4).